Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the sigmoid artery off the inferior mesenteric artery (ima) using ruby coil lps, packing coil lp, an lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil lp into the target vessel and attempted to detach it using the handle; however, the ruby coil lp failed to detach. To troubleshoot, the physician attempted to manually detach the ruby coil using a hemostat, but the ruby coil lp still would not detach. Therefore, the ruby coil lp was removed. The same issue occurred with the next ruby coil lp. The physician then advanced a packing coil lp into the target location; however, when attempting to reposition the packing coil lp, the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed and the coil was flushed out. The physician reinserted the same microcatheter back into the vessel and placed a ruby coil lp, but the coil would not detach using the handle. It was also reported that the same troubleshooting attempts were made to detach the ruby coil lp, but the coil still failed to detach. The ruby coil lp was therefore removed. The procedure was completed using new ruby coil lps with the same handle and microcatheter. There was no report of an adverse effect to the patient.